Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. It was noted that the rv lead had dislodged. The rv lead was repositioned on (B)(6) 2026. The patient was stable throughout.